Manufacturer narrative:
Lot #: suspect lot are dr19a30061, dr19b04064, and dr19a10055. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for an unspecified quantity of clearlink continu-flo stopcock and i.v. Solution administration sets, the inner plastic wrap protecting the set was "disintegrated and falling apart". This was identified after opening the package, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device with suspect lot# dr19b04064 was manufactured on february 05, 2019. The device with suspect lot# dr19a30061 was manufactured on january 31, 2019. The device with suspect lot# dr19a10055 was manufactured on january 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.